Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure four resolute onyx des were implanted; two in cx, one in lad and one in rca. Approximately 24.5 months post procedure patient suffered target vessel mi of the lad. Instent restenosis and total occlusion of the lad was also reported. The lesion of the lad where the total occlusion was found was in a stent implanted before the onyx implanted in the lad during the index procedure 24.5 months previous. The event was treated revascularization. The patient recovered. The investigator and sponsor assessed the event as not related to the onyx index device implanted 24.5 months previous or the anti-platelet medication. The cec adjudicated the event a target vessel mi of the lad, tvr-pci of the prox lad as pci not involving the target lesion and tlr pci of the mid lad as target lesion pci .